Manufacturer narrative:
Upon receipt in our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The setscrew was found to operate appropriately and inspection of the lead barrel noted no irregularities. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A laboratory test lead was inserted into the header of this device. No difficulties were noted during insertion and although the lead tip does not appear to protrude very far into the terminal pin portion of the lead barrel, it was confirmed to be fully inserted. The setscrew was fully tightened on the lead and electrical measurements were taken. The lead was manipulated and the device case was tapped on. Throughout this testing the device paced and sensed normally and no noise or pauses in pacing were noted. Device memory was reviewed and it was noted that lead impedance testing was completed on the date of implant and resulted in good measurements. Analysis did not identify any device characteristics that would have resulted in incomplete lead insertion. The device performed normally throughout all testing.

Event description:
Boston scientific received information that during this device implant procedure, the right ventricular lead was tested with the pacing system analyzer (psa) and satisfactory measurements were obtained. The torque wrench was inserted into the seal plug of this device. There was concern that the lead terminal pin had not been fully inserted as the pin could barely be visualized past the connector block despite efforts to insert the terminal pin. To assure the connection was tightened securely, the torque wrench was turned clockwise and turned additionally. Gentle traction was applied and the connection appeared secure. The pocket was closed. Further interrogation with the psa revealed right ventricular high out of range impedance measurements and loss of capture. The pacemaker pocket was reopened. Gentle traction was applied and the lead connection appeared tightened. However, the terminal pin remained barely visible beyond the connector block. The set screw was loosened. The lead pin was pulled back and reinserted. However the terminal pin stopped at the same position and could not be advanced further. A decision was made to replace the device to assure therapy availability. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt to the post market assurance laboratory, analysis will be performed and this event will be updated.